Event description:
It was reported that the reservoir was just filled and when the mother attempted to deliver a bolus to her daughter, there was not any insulin left in the reservoir. Reviewed the bolus history and found that the customer delivered a bolus of 2.3 units prior to changing the infusion set and reservoir. The mother stated that her glucose level was 106 mg/dl, but fifteen minutes later, it dropped to 76 mg/dl, and she was treated with food. It was stated that the customer did not rewind the insulin pump before installing the reservoir, and she installed the reservoir into the device with force. The mother stated that the reservoir was filled with 300.0 units, and when she noticed the reservoir was empty. During call, the customer mentioned that the paramedics were called. The mother needed no further assistance and will call back after the paramedics arrived. No additional info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.